Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2017 that there was a baclofen overdose. No further information regarding the event was reported. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8782, serial (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was hospitalized, intubated, and received supportive care for the baclofen overdose. The patient was in the hospital from (B)(6) 2017. On (B)(6) 2017 the dye study performed in the emergency room was abnormal. There was concern that the catheter was partially subdural and not all the way in the intrathecal space. It was believed that was the issue that caused the baclofen overdose. It was reported the baclofen overdose had been resolved. The patient's weight at the time of the event was (B)(6). No further complications were anticipated/reported.